Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a film of silicone on the body of the valve set. The silicone oil is a part of the manufacturing process and is used to lubricate the insertion of the valve cores into the valve body. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing process issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve of a acd disposable was defective. There was no patient involvement. No additional information is available.